Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v281324, implanted: (B)(6) 2009, product type: lead; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient did indeed get their device replaced due to normal battery depletion. The cause of the open and short circuits was not determined. An x-ray was ordered as an action to resolve the impedance issues. The issue has not resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v281324, implanted: (B)(6) 2009, product type: lead; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 26-sep-2011, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s impedances fluctuated between open and short. The patient reported non-specific diminished therapy efficacy. The device was also at eri. Global and therapy impedances were measures and were normal. Lateral and ap x-ray were ordered for system visualization and would be checked during the ipg replacement. The issue was not resolved at the time of the report. There were no further complications reported.